Event description:
This is a telephone call made to baxter technical services after hours centre in (B)(4) for alarm concerning check patient line-idrain. The homepatient (hp) stated, there were a lot of air gaps in the patient line. The technical service representative assisted the hp to end therapy. Tsr advised hp to start over with new supplies. Hp to call back with any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This issue was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The cause of the incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.